Event description:
Device evaluation completed with summary in h 10.

Manufacturer narrative:
Investigation completed on a smith medical tracheostomy/silicone - bivona tubes neo/ped flextend . Reported three samples received from 67nfps30, lots 4080786 and 4095914. When the samples were inflated with air, the pilot balloon inflated, but all the air was stuck it. According to the IFU (10018859-001 rev.100, instruction for use: bivona tts flextend tracheostomy)) the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely and symmetrically. The complaint is not confirmed. Root cause could not be determined, since the sample successfully passed functional test.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend cuffs were not inflating when tested. The report by a nurse stated the baby was having respiratory status worsening with feeding and oxygen needed to be increased with patient suctioned and percussed supine and prone. Rtt was summoned and a trach change was done, after four times trying the patient required atrovent extra dose with report of patient resting comfortable after intervention.